Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. No other issues were identified. Based on the results of the investigation, the most probable cause of the complaint is a kink on the cable. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no picture on the screen. The reported malfunction occurred at an unknown time. It is unknown if there was any patient involvement. There were no reports of patient injury or medical intervention associated with this event.